Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date and mesh was used. Postoperatively, the patient presented with a mesh erosion at the apex of the vagina. Additional information has been requested.